Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer was at customer's site to resolve reported issue. Fse verified the high qc runs on ckmb and ctni2 from customer's prints, but no recent errors from the error logs. Fse removed instrument covers and verified that no syringes were leaking, no kinked or damaged tubing to syringes, and no obvious issues with draining to waste. Fse also removed substrate heater and verified tubing was straight and not damaged, then ran decontamination (decon) on substrate system and purged with alcohol to clean, verifying good straight strong stream and no bubbles in tubing from bottle to substrate heater. Fse also ran decon on needle and decided to replace needle due to weak stream when washing. Fse performed all needle alignments to center needle properly and also performed level sense test. Fse cleaned substrate and washer syringes and verified tips were secure and operating properly. Fse cleaned and lubricated jack screws, verified bf probe height and tip were set correctly, removed detector and cleaned lens. Fse verified all temperatures were correct, replaced instrument covers and initialized without issue. Fse ran daily check successfully. Also ran ckmb and ctni2 qc and results were within range, but high. Fse ran ckmb assay for precision with good repeatable results. Ran multi analyte control (mac) controls for both assays and all results were within range but slightly high. Fse ran calibrators twice and controls, and values now near mean and acceptable to customer. No further action required by field service. The aia 360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were two (2) complaints identified during the searched period, which includes this event. The aia-360 analyte application manual for ctnl2 and ck-mb states the following: calibration: calibration curve: ctnl2: the calibrators in this set are prepared gravimetrically and compared to internal reference standards. The calibration curve for the st aia-pack ctni 2nd-gen is stable for up to 30 days. Calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. Ck-mb: the calibrators for use with the st aia-pack ck-mb are prepared gravimetrically and are compared to internal reference standards. The calibration curve for the st aia-pack ck-mb is stable for up to 90 days. Calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. Evaluation of results: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause was due to operator error: calibration was performed after insufficient rinse during decon solution. Required several new calibrations to get to acceptable.

Event description:
A customer reported accuracy and precision issues on quality controls (qc) for cardiac troponin I (ctnl 2) and creatine kinase mb (ck-mb) on the aia-360 instrument. The customer stated controls were running high on ctnl2 and ck-mb. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for creatine kinase mb (ck-mb) and cardiac troponin I (ctnl 2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.